Event description:
Account stated that the head hi/low would not come up on this bed.

Manufacturer narrative:
Account found the head hi/low valve stuck. Account replaced the valve to repair this bed.